Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal vancomycin ¿vial¿ (first application was a 2 gram dose, then 1 gram per day for five days) for the peritonitis. At the time of this report, the patient was recovering from this peritonitis event and vancomycin therapy was ongoing. Extraneal and physioneal therapies were ongoing. No additional information is available.